Event description:
It was reported that (1) tlc75 device was used during a colon resection procedure. It was reported by the rep that the surgeon stated that when the instrument was fired a second time the blade would not slide through. The surgeon stated that the 1st firing worked perfect. There was no consequence to the patient.